Event description:
It was reported that when an asymptomatic patient presented in the emergency room, the device was found to be in backup vvi mode. A device code download could not be performed due to por. The ICD was explanted and replaced. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the power-on reset could not be determined.